Manufacturer narrative:
The subject device underwent a visual inspection and functional tests to assess for the reported issue "is broken". Cut on video cable was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This failure is addressed in the instructions for use (IFU): "should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in ¿returning the camera head for repair¿. Warning: never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cut on video cable. There was no patient involvement.